Event description:
A pt reported having "pain so extreme I couldn't touch my face" at injection site 24 hours after receiving juvederm ultra plus xc in the lips, oral commissures, and vermillion borders. The pt received a numbing agent prior to the injection (topical 2% lidocaine plain). The pt saw a surgeon specialist who said that it was an unspecified "infection." No lab tests were performed. The surgeon prescribed 500mg of keflex 4x/day. The treating surgeon noted that the keflex was prescribed to resolve the possible infection, and there was no way to know if permanent damage may have occurred had it not been prescribed. Shortly after that the pt developed a "pea sized lump" on the left side of the chin, about a half inch straight down from the corner of the mouth. The pt's primary physician stated that the site was inflamed and advised taking advil every 4 hours and to begin the keflex the treating surgeon had prescribed. The pt saw yet another physician who recommended that the pt remain on keflex for a week longer than had been prescribed. Additional follow up form the treating physician noted that the pt also experienced swelling in the submandibular gland.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Evaluation summary: batch number h30l707862 was released by qc according to defined specifications. The documentary search in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.